Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with the insulin pump. The customer states the insulin pump rejects the new batteries, not alarming when reservoir or batteries are low, and unexplained no delivery alarms. The customer declined transfer to the helpline.